Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device was making a loud, unusual noise and had vibration, and the cable was frayed. It was noted that the drive shaft was worn out and broken causing the loud unusual noise and vibration. It was further determined that the device failed pretest for noise assessment, and loctite and cable assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that the motor device was not working. During in-house engineering evaluation it was observed that the device was making a loud, unusual noise and had vibration, and the cable was frayed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.